Manufacturer narrative:
The main component of the system and other applicable components are: product ID: (B)(4), lot#: (B)(4), product ID (B)(4) lot#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep indicating the cause of the short was unknown, and the patient had not experienced any further shocking.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40,implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported the patient has had sporadic 2-3 second shocking sensations in their right face and neck. They noted it did not hurt them. The rep switched their contacts so the contact with the short was no longer being used. The patient's healthcare provider (hcp) referred them for a possible left extension/lead revision. No further complications were reported as a result of this event.